Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a sore and irritated spot. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended temporarily removing the lifevest or covering the area when wearing for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.